Manufacturer narrative:
Approximate age of the device: 7 months. The system controller remains in use. This medwatch report represents the primary controller, sn (B)(4). The backup controller is reported under MFR report# 2916596-2014-02100. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator stated there were low flow alarms. The-system controller also had an unusual sound when changing power sources. The self-test passed. The log file showed 4 low flow events and the pump parameters appeared stable and operating over similar ranges throughout the log file. The vad coordinator then reported that the patient called to tell them that she had a yellow wrench and a replace system controller alarm after a self test. The patient changed out her system controller to her backup controller. The log files showed "she self-tested on serial number (B)(4) while on the power module, then switched to battery and self-tested again. She immediately got a yellow wrench and message said "change controller". She called 911, changed the controller and immediately got "pump stopped" on the new system controller. The patient later realized that she did not connect the batteries to the new system controller. She switched back to the original controller, which alarmed for approximately 10 min with a yellow wrench and "change controller'' then it spontaneously stopped. The patient was light headed during the exchanges, but no negative outcomes. The log file confirmed that the backup system controller was connected with no external power and the emergency backup battery was in use for about 2 minutes. The pump came up to the set speed, and battery power was connected, but the driveline still showed disconnected. The pump was still stopped at this point. The patient then connected back to the original system controller, which still had alarms of yellow wrench/replace controller. The system controller appeared to have resolved the communication error on its own. The vad coordinator reported that patient will remain on the primary system controller and the backup would be replaced.

Manufacturer narrative:
Device evaluation this medwatch report represents the primary system controller, sn (B)(4). The backup system controller is reported under manufacturers report # 2916596-2014-02100. The investigation confirmed the reports of a low flow hazard event, a pump stop, and a replace system controller alarm via the submitted log file. However, the returned system controller underwent functional testing and operated as intended. No atypical pump stops were reproduced and no atypical low flow hazards were reproduced. The replace system controller advisory alarm after a self-test was not reproduced. However, the manufacturer has identified similar events. Software versions (B)(4) had a known issue where the self-test activates a replace system controller alarm. A component change to the system controller's printed circuit board (pcb) was implemented to mitigate this issue. The returned system controller was manufactured prior to the implementation. The report of an unusual sound in the speaker was not confirmed; the sound levels of the speakers were measured and they were both within specification. A review of the device history records revealed that the system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.